Event description:
Per hospital staff, patient paged to report that the display on freedom driver wasn¿t showing any values. Patient went to ER to switch out driver to backup freedom driver. No adverse impact to patient reported.

Event description:
Per hospital staff, patient paged to report that the display on freedom driver wasn't showing any values. Patient went to ER to switch out driver to backup freedom driver. No adverse impact to patient reported.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating regulator 1 is too low. Visual inspection of internal and external components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a 48-hour observation run without alarm or issue. Customer complaint was not replicated as no alarms occurred and the display issues were not reproduced. Failure investigation for this complaint confirmed the reported issue due to evidence of an alarm, typically caused by intermittent communication issues and may be related to driver display issues. The customer complaint was not replicated during testing; the root cause of the reported display issues was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.